Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial # (B)(6); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported they would lose the charge every 2 or 3 seconds when charging their implantable neurostimulator(ins). Patient would move the recharger and adjust the recharger and they would have to keep finding the device again. The issue began a couple days ago. During the call there were no damages in the controller port. Patient inspected the recharger and right where the paddle was the plastic was wrinkled, stretched out, and kind of broken or not solid as it should be. Agent sent request to repair to replace the recharger. Patient mentioned they were one handed.